Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher twelve times. The last repair was (B)(6) 2016 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on february 1, 2010, and is over 6 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. Latching pins engage as intended. There was no apparent damage to the comb. There was slight wear to the roller gear. The 1.5:1 ratio cutter appeared to be slightly worn. The test mesh using the customer's mesher and ratchet: failed when using the 1.5:1 ratio cutter. The 2:1 ratio cutter appeared to be slightly worn. The test mesh using the customer's mesher and ratchet: passed when using the 2:1 ratio cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller gear. The 1.5:1 ratio cutter produced an incomplete cut after the gear, bushings and collars were replaced. The 2:1 ratio cutter produced a complete cut after the gear, bushings and collars were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Although with the information that was provided it cannot be determined which cutter was being used during the event. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was making an incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of this malfunction.